Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); patient¿s condition affected effectiveness of device (patient anatomy, severe calcification and angulation in the aortic neck ). Conclusion: device failure/lack of effectiveness related to patient condition (patient anatomy, severe calcification and angulation in the aortic neck ).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel mo rphology was reported as the aortic neck was 23-24 mm in diameter starting at the renal arteries for 2.5 cm in length. The aortic neck was angulation was approximately, 60 degrees. There was severe calcification in the aortic neck. The stentgrafts were successfully implanted there was a severe amount of calcification in the aortic neck resulting in a proximal type I endoleak. The physician modeled the stent graft with a reliant balloon and the proximal type I endoleak improved however it was still present. The physician will monitor the patient. No additional clinical sequelae were reported and the patient is fine.